Manufacturer narrative:
Insulin pump alarmed prime during the prime test and basic occlusion test, due to faulty forces sensor. No motor error alarms were noted. The motor was testing outside the device and passed. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had a motor error alert. The blood glucose reading was not known. The alert occurred during a bolus delivery. The unit was not exposed to a strong magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.